Manufacturer narrative:
Occupation: other, senior counsel, litigation please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with stenosis and an unsuccessful filter retrieval. No documented evidence of a filter retrieval attempt was provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. Six straight struts that contain proximal and distal hooks that are designed for fixation of the trapease vena cava filter to the vessel wall. The off-label use of this filter may have contributed to the migration of the fractured filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Stenosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to stenosis and failed filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The form states that there was a failed removal attempt; however, no documentation of a removal attempt was provided.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to stenosis and failed filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient is a 58-year-old female who had been having recurrent deep vein thrombosis. She had been on anticoagulation with coumadin with an inr of 2.9. She developed flash dvt in her left lower extremity with swelling in the left lower extremity. The patient was brought in for an ivc filter placement because of recurrent dvt and failed IV coagulation with coumadin. The trapease device was successfully placed below the left renal vein, following which excellent results were noted. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and eleven months post implantation when two unsuccessful filter retrieval attempts were made within three weeks. The patient reports device is unable to be retrieved and stenosis. The patient also reports suffering from legs swelling, back pain, ¿sick from the shots and can¿t eat¿, inability to be intimate with spouse due to pain, general pain, numb feet, coldness in legs and feet, poor circulation, and blackout spells.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section b7 (relevant medical history). Section d4 (model, catalog, lot number, expiration date, and UDI number). Section d11 (concomitant medical products.) 6f unk sheath. Section g4 (date received by the manufacturer). Section h4 (manufacturing date). The implant date was confirmed to be accurate. Complaint conclusion: as reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis and failed filter removal. The patient reported becoming aware of the events approximately seen years and eleven months post implant, when two unsuccessful filter retrieval attempts were made within three weeks. The patient reports the device is unable to be retrieved and stenosis. The patient also reports legs swelling, back pain, ¿sick from the shots and can¿t eat¿, inability to be intimate with spouse due to pain, general pain, numb feet, coldness in legs and feet, poor circulation, and blackout spells. According to the medical record provided, the indication for the filter implant was a patient that despite a therapeutic inr had recurrent deep vein thrombosis (dvt). The patient then developed flash in the left lower extremity with swelling. The filter device was successfully placed below the left renal vein, following which excellent results were noted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease ivc filter is intended for permanent placement. Stenosis does not represent a device malfunction and may be related to patient, vessel characteristics and/or pharmacological factors. With the limited information provided the reported legs swelling, back pain, general pain, numb feet, coldness in legs and feet, poor circulation, and blackout spells could not be further clarified. These events do not represent a device malfunction and may be related to patient specific underlying issues. Without imaging available for review the reported events could not be confirmed nor a cause determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.